Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had pocket revision and ipg replacement due to ipg migration. The migration resulted in pain at the ipg site for the patient.